Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial # (B)(6); implanted: (B)(6) 2019; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid (10mg/ml at 2.096mg/day) and bupivacaine (10mg/ml at 2.096mg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient was admitted to the hospital (B)(6) 2026 with nausea, vomiting, and diarrhea. The pump had reached end of service (eos) 2026-jun-19. The patient was having withdrawal symptoms. At the time of the replacement, the hcp attempted a side port catheter aspiration and was unable to aspirate the catheter. The hcp decided to replace the catheter. The reason they were unable to aspirate was unknown, and it was unknown if there were any environmental, external, or patient factors that were causal or contributory to the event. The expected volume from the old pump and withdrawn volume was accurate at 17.2ml. The issue was resolved at the time of the report.